Manufacturer narrative:
Additional information has been requested from the treatment facility. A follow up report with an additional relevant information will be sent upon receipt. Please reference the following manufacturer's reports reported for these events: 1225714-2015-08121, 1225714-2015-00572, 1225714-2015-00573, 1225714-2015-00574, 1225714-2015-00575.

Event description:
A sus voluntary event report was received from the FDA on 11/25/2015 concerning a life threatening event of unresponsiveness. The patient's family member reported the patient experienced 3 successive episodes of unresponsiveness during hemodialysis sessions which required cardiopulmonary resuscitation and hospitalization on an unknown date. The first event was reported to have occurred during the patient's first outpatient hemodialysis treatment ni/ni/2014. The second and third events of cardiopulmonary arrest were reported have occurred during the patient's hospitalization. The clinical manager of the acute dialysis facility reported that this patient experienced periods of unresponsiveness during hemodialysis sessions while using the optiflux 180nre in the hospital setting. Review of source documents confirmed the patient's hospital treatments began on (B)(6) 2015. She was hospitalized for acute renal failure. The optiflux f160 dialyzer was subsequently used for 5 treatments without any adverse effects. On (B)(6) 2015 the dialyzer was changed to optiflux for an unknown cause. The patient was subsequently dialyzed 5 times without any adverse effects. On (B)(6) 2015, the patient became unresponsive according to source documents but maintained pulse and blood pressure. The occurrence of abrupt unresponsiveness led to a discontinuation of dialysis. The patient remained hemodynamically stable with no reported loss of consciousness. According to the clinical manager, the dialyzer was changed in an abundance of caution to exceltra brand beginning on (B)(6) 2015 and dialysis treatment was completed without any issues. This dialyzer was used for an additional 31 treatments without issue until (B)(6) 2015 when the patient experienced a bout of unresponsiveness but was hemodynamically stable. Normal saline was administered and the patient regained consciousness. The patient continued on the exceltra brand of dialyzer for an additional 4 treatments when the patient voluntarily ended 2 treatments early as per the source documents. The clinical manager of the acute dialysis facility reported the patient's last treatment was on (B)(6) 2015 and was uneventful. The patient was transferred to another hospital for unspecified cardiac related issues.

Manufacturer narrative:
Patient's family member stated the initial event occurred during the patient's first outpatient hemodialysis treatment on an unknown date in 2014. There was no information provided regarding the name or location of the outpatient dialysis facility and date of event in 2014. Although requested, medical records (mr) were not received for this event. The daughter reported the event date as (B)(6) 2015. She was using the baxter exeltra dialyzer without adverse event according to treatment sheets. Mr do not contain any information about an event in 2014. A clinical investigation was performed utilizing medical records received for 2015 events. It concluded the following: medical records do not contain any hospital progress notes, diagnostic tests, history and physical , medication lists or physician orders for review. According to medical records, the patient received 1 unit of packed red blood cells during dialysis (B)(6) 2015. Medical records reveal the patient received hemodialysis w/optiflux dialyzers (optiflux f160 and f 180 nre) from (B)(6) 2015 w/ no adverse events. The patient's switch from the f-180nre dialyzer to the exeltra dialyzer did at first reduce the patient's reaction to the dialyzer, however; there is no documentation in the medical record that indicates that there was a causal relationship between the f180nre dialyzer and the patient's unresponsive episode. The patient had 5 prior treatments using f180nre dialyzer with no adverse effect. The patient had an unresponsive and hypotensive episode on (B)(6) 2015 while using the exeltra dialyzer; therefore , it is uncertain the adverse events described as reactions could be attributed to the optiflux 180nre alone. No information was received regarding the patient's death on (B)(6) 2015 after cardiac arrest. The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Sap records were reviewed to identify potential lots of this product shipped to the customer for the three months preceding the events. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specifications.

Event description:
Medical records reveal the female patient aged(B)(6) was hospitalized with osteomyelitis and acute renal failure with frequent hemodialysis treatments via indwelling chest catheter from (B)(6) 2015. Estimated dry weight was never determined but post weight range was (B)(6) in (B)(6) to (B)(6) in (B)(6). The patient required oxygen via nasal cannula and medications for blood pressure support during dialysis throughout the admission. The patient experienced loss of consciousness on (B)(6) 2015 during hemodialysis treatments while hospitalized; however, there is no documentation that CPR was required. These events occurred within the first 15 minutes of treatment. The patient was unable to complete her treatments on those dates. She continued to experience hypotension while using the exceltra dialyzer without loss of consciousness until (B)(6) 2015 when the patient became hypotensive and unresponsive. The patient received normal saline solution and became responsive. The patient continued on the exceltra dialyzer with more frequent episodes of hypotension until her transfer to another hospital on (B)(6) 2015.pre-treatment assessments (B)(6) 2015: patient received oxygen 2 liters via nasal cannula. Moderate lower extremity edema noted. Blood pressure nasal cannula. Moderate lower extremity edema noted. Blood pressure (bp); 152/65, pulse 73 regular, weight (B)(6). Post-treatment assessment; bp 159/71, pulse 83. Treatment initiated 12/30 pm. At 12:38 pm the patient stated "I don't feel good" treatment terminated. Patient had pulse and was responsive. 02 via bag mask placed brought up 02 saturation to 100%. Patient became completely responsive, bp188/123, pulse 53.